Event description:
It was reported by the sales representative that there was an infection after implantation of a plate. The surgeon plans to remove and replace the implant. There was no mention of product failure/malfunction.

Manufacturer narrative:
The reported event could not be confirmed, as the provided information was insufficient. To gain more information about the complained event, the ¿infection complaints ¿ checklist customer¿ (B)(4) was forwarded to the sales rep. This checklist has been completed. Further details such as the type of organism and patient¿s medical history (e.g. Infection prior to surgery or virus infection like hiv or hepatitis) were not provided. It has been mentioned however in the checklist that ¿(¿) surgeon and rep do not believe that stryker product caused the infection (¿)¿. In sum, the review of the document did not provide any indication that the reported infection was related to the implant in question. Further, in an email correspondence from (B)(6) 2020, the sales rep stated that, ¿(¿) this isn¿t anything more than an infection and wash out, in which case the plate was thrown away and they are asking for a new one. The way I understand it, the plate did not cause the infection (¿)¿. A revision surgery is planned, but is delayed due to the covid situation. Attempts to establish the cause of the infection as well as the date of revision were made several times. No further info could be provided.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. Device was discarded at facility.

Event description:
It was reported by the sales representative that there was an infection after implantation of a plate. The surgeon plans to remove and replace the implant. There was no mention of product failure/malfunction.